Event description:
The pump was returned for a white/unresponsive screen. Upon turning on the unit, the pneumatic system could be heard powering on. The screen had a faint discolored line running through it but was otherwise fully white. Clicking around the screen, the pump can be heard making audio cues consistent with recognizing touch input but without video output. The backlight was also enabled as the screen did illuminate. Reseating the lvds did not restore video output and the cable will be replaced. No other damage was identified during investigation.

Event description:
The following has been reported: biomed reported: " unresponsive and white screen". Patient harm: no. Infusion stoppage: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.